Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that during an incoming inspection the instrument was found to be fractured. There was no patient involvement.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, and h10. The results of the investigation are as follows: -visual examination of the returned product shows that the drill bit and tip are worn. It is unknown by visual inspection or from magnification if the tip is fractured. It appears to be very worn, indicating being previously used. This device is a single use instrument and is marked single use. -a definitive root cause cannot be determined. This event is being further investigated in an issue evaluation. The device labeling indicated the device to be single use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. This is a single use device and the broken device was discovered in a loaner rotating kit. It is unknown when and how the device was broken; therefore a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.